Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was presumed that the sliding resistance between forceps elevator and jagtormerx44 was increased during device handling, which led to the suggested event. Based on the description in IFU, jagtormerx44 may had been operated forcibly when forceps elevator was raised. However, a definitive cause could not be determined. Instructions for use states troubleshooting for problem with inserting/withdrawing endo therapy accessories as follows: instruction manual 4.3 using endotherapy accessories,warning while raising the forceps elevator, do not insert or withdraw the endotherapy accessory with excessive force, open or close the distal end of the endotherapy accessory, or extend the needle of the instrument. This could damage the instrument channel and/or the endotherapy accessory and could cause patient injury, bleeding, and/or perforation. If the endotherapy accessory cannot be inserted or withdrawn, the distal end of the endotherapy accessory cannot be opened or closed, or the needle of the instrument cannot be extended, move the elevator control lever in the opposite direction of the ¿ u¿ direction to lower the forceps elevator. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope exhibited friction and positioning of the elevator issue. Reportedly, it felt like it was hard to push the cannula through the scope and that when the user was moving over the elevator, it felt like it was getting caught. The scope also felt tight and very hard to get in the right position. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.